Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. The hand piece would not activate when attached to the motor drive unit. The handpiece was switched to another motor drive unit, activated, and the case was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4) insufficient drive of disposable. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500 a form will be submitted accordingly. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.